Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a patient death while the device was in use. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse found the patient in an unspecified condition and called a code. No specific event details were provided. After an unspecified length of time if was reported the patient expired. The customer contact reported that an autopsy will most likely not be performed. The customer contact reported the patient's death was "most likely caused from the patient's advanced peritonitis." The customer contact reported the device did not contribute to the patient's death. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.